Manufacturer narrative:
Stryker evaluated the customer's device and verified the device is not powering on when the lid is opened. The cause of the reported issue could not be determined. The device was retained by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was not powering on when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was further evaluated by stryker product assessment center (pac) and the reported event was verified through a review of the device logs. Stryker determined a faulty reed switch was the cause of the reported issue.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was not powering on when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.